Event description:
Additional information received reported there were impedances out of range in electrodes 8-15. X-ray results determined there was a "very slight slippage" of thoracic lead. It was reported there was no fracture or subluxation. There was "non-functioning" right upper extremity coverage and inadequate coverage in the lower extremity. The patient had unwanted stimulation in right lower extremity. The device was reprogrammed on (B)(6) 2012. A month later it was noted there was partial pain coverage of lower extremity, but it was difficult to assess due to an unhealed right foot fracture.

Event description:
Additional information indicated the patient recovered without sequelae. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that following a revision/replacement, the patient was not receiving stimulation. Intraoperative impedances were within normal limits at the time. Current impedance readings were reported to be >20,000 ohms on all pairs. An x-ray was advised. If additional information is reported, a follow up report will be sent.

Manufacturer narrative:
Lead model 3777 lot v715864019 implanted: (B)(6) 2012 explanted: na. Lead model 3777 lot v837422019 implanted: (B)(6) 2012 explanted: na. Lead model 37081 serial (B)(4) implanted: (B)(6) 2012 explanted: na. Extension model 3708140 serial (B)(4) implanted: (B)(6) 2012 explanted na. Extension model 37083-20 serial (B)(4) implanted: (B)(6) 2012 explanted: na. Programmer model 37744 serial (B)(4). Recharger model 37754 serial (B)(4).